Event description:
The manufacturer received information alleging a ventilator was alarming for a high temperature condition and the device was not working. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not working and was alarming for a high temperature alarm condition. The device was found to be working as designed but did alarm for a high temperature alarm condition. The device's thermistor was replaced to address the issue.